Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that a patient is scheduled to undergo a left knee arthroplasty revision surgery on an unknown day due to unknown reasons, in which the stem will be removed. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow up report is being filed to relay updated and additional information. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is still in process and once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location is unknown.

Event description:
It was further reported that the patient is scheduled to undergo a left knee arthroplasty revision surgery on an unknown date due to pain and loosening of the femoral component. No additional patient consequences were reported.